Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Impossible to push the top cap. Rep told customer to do the emergency procedure received with the old tffb and it worked. The patient outcome is unknown as it was not provided by the reporter.